Event description:
The account alleged the bed would not raise or lower when pressing the hilow button. The account alleged the height actuator bracket had come away from the bed frame. No injury reported.

Manufacturer narrative:
The technician found the hilow actuator bracket weld had snapped off the main frame of the bed. The account did not want the bed repaired due to cost and age of the bed. The account did not state what caused the weld to break but due to the damage the technician felt it may have been abuse but could not verify it.